Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist guided the customer on how to use global find feature using knowledge article "use global find - bd pyxis¿ medstation¿ es". The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drug was centralized, user tried to use global find and went straight to non-accessible areas instead of directing them to the station first. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.